Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed no delivery during bolus. Reservoir was not empty. Customer was advised to disconnect from the device. Customer was advised to perform a fixed prime, insulin did exit. Customer was advised it might be a site issue bent cannula or possible occlusion. Cannula was not bent. High pressure test was performed, 3 units. Customer was advised to change set. Customer's blood glucose was unknown. No further information reported.